Event description:
Leukocyte filter failed, unable to fill correctly, would pull back into blood bag, new filter obtained, occurred again with 2nd filter, both from same lot. Call blood bank for 3rd filter from a different lot.